Event description:
It was reported that during implant attempt, the atrial and ventricular leads were opended and not used due to patient's anatomy. It was also noted that the helix got stuck on both leads. New leads were implanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the lead was stretched. It was noted that the inner insulation was kinked/buckled, the connector pin bent, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched. (B)(4) the full lead was returned, analyzed and analysis revealed that the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.